Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation the device displayed early replacement indicator (eri) which was triggered 7 months earlier. The battery status was at middle of life 1, however the charge time was 24.3 seconds. The device had been implanted 38 months.